Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -13.5/1.5/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk. Claim# (B)(4).